Event description:
The pt was in a wheelchair, dressed in street clothing with the companion 1000 with a nasal cannula and tubing attached to the device. A preliminary autopsy per the medical examiner indicates the pt died of inhalation burns and oxygen may have contributed.